Event description:
It was reported that there was a generator error. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monobloc was evaluated and replaced and an sbc upgrade was performed. The system was tested and found to be working as intended and returned to service.